Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver pcb. System operates as intended. (B) (4)

Event description:
The customer reported the x-ray tube is arcing. No pt injury was reported.